Event description:
It was reported that the patient underwent surgery to treat stress urinary incontinence on (B)(6) 2008 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior repair. It was reported that following insertion the patient experienced pain, erosion, infection, (B)(6) 2012 due to mesh erosion, vaginal foreign body and bladder outlet obstruction. It was reported that the patient underwent exploratory laparotomy with lysis of adhesions, bso, cystoscopy on (B)(6) 2012 due to bilateral adnexal masses and pelvic pain. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent mesh trimming on (B)(6) 2008 due to erosion.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.